Manufacturer narrative:
Continuation of d10: product ID 977a175 lot# serial# (B)(6). Implanted: (B)(6) 2021. Explanted: product type lead product ID 977a175 lot# serial# (B)(6). Implanted: (B)(6) 2021. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the leads were in the pt's neck on a nerve but now they are "dislodged"/not where they should be and the device is "not operational".

Manufacturer narrative:
Continuation of d10: product ID 977a175 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a175 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 97716 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type implantable neurostimulator product ID 977a175 lot# serial# (B)(6) explanted: (B)(6) 2021 product type lead product ID 977a175 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a health care professional regarding the patient. It was reported that the patient's leads had migrated and were subcutaneous and not in the epidural space. It was noted that the patient is obese, and the patient's conditions may have affected the placement of the leads. Additionally it was noted that the implantable neurostimulator was dead or not working. Information related to previous lead migration/replacement was reported in manufacturer report # 3004209178-2021-02759.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the reason for call was pt reported that they had a replacement due to the fact that their implant was not effective anymore. Pt stated that they were implanted for migraines/severe headaches and at first they were getting relief but then sometime around (B)(6) 2021 therapy was no longer providing relief. Pt mentioned that one of their leads may have migrated but based on context, pt did not seem sure of this. Pt stated that they had a replacement device implanted and 2 days after their replacement procedure, they had an x-ray done and it showed their lead had migrated. Pt mentioned that they now need an MRI and cat scan as a results. Pt mentioned they have been dealing with migraines/severe headaches for about 6 years now. Pt also mentioned that sometimes they still feel an unexpected prickling sensation from their implant and stated they don't charge their implant anymore since the lead migrated.

Manufacturer narrative:
Concomitant medical products: product ID 977a175 lot# serial# (B)(4) implanted: (B)(6) 2021 product type: lead. Product ID 977a175 lot# serial# (B)(4) implanted: (B)(6) 2021 product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#:(B)(4) ; product ID: 977a175, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via manufacturer representative that at a post op appointment, follow up x-rays showed lead migration out of epidural space. There were no external or patient factors known to have contributed to the issue. Impedances and connectivity were checked and were good. The patient was being referred to a spine surgeon for a paddle lead implant and surgery had been planned. The issue was not resolved at the time of the report. No patient symptoms reported.